Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/31/2020. Additional information: additional h3 investigation summary: it was reported performance pull off - suture needle. It was received for analysis an opened folder with two undispensed needles-sutures of product code m8702, lot pbq819. This product code is multistrands count and each packet contains four strands double armed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the suture that pulled off was not received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and the suture was used. During surgery, the needles were popping off of the suture. Another suture package was opened to complete the procedure. The failed product had patient contact but no patient harm. There were no adverse patient consequences reported.